Event description:
Fmc clinic reporting product complaint. Complaint is pt's "cloted" two systems of blood, resulting in a total blood loss of approximately 500 cc. This pir is the report of the first dialyzer clotting. The pt lost approximately 250 cc due to the loss of the extracorporeal circuit of blood. There were no reported adverse effects to the pt as a result of the blood loss. There were no common factors with the dialyzers, lot numbers were different and one was used previously (this pir) and the second was new. MDR filed due to the blood loss reported. 1/18/1999 received MDR user report from facility.